Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient had a heart attack and was admitted to the hospital. Nevro had attempted to obtain additional information regarding the nature of the heart attack but was unsuccessful. There have been no reports of further complications regarding this event.

Manufacturer narrative:
Follow-up indicated that the physician believed the heart attack was not related to the device. The patient has recovered without sequelae.